Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated, "I haven't worn my retainers since week 4, due to this tooth breaking. I haven't been able to go and get it fixed. And I have been very frustrated with the app (keeps kicking me out and making me change password). So, 1) I'm very behind. And 2) my tooth is chipped. There's no pain or sensitivity to cold/hot, but it was super sharp, but is better now.